Event description:
It was reported that during the replacement of the implantable cardioverter defibrillator the high voltage pin of the defibrillator lead was damaged, and there were high impedance readings. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.